Event description:
It was reported that the patient took her programmer to the county courthouse and they put it throughthe xray machine, but the patient opted for the manual search. The xray machine made the controller go from 1.3 to 3.0v. It was explained that this isnt possible because the controller just reads what settings the ins is at. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va05fum, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer got put through the detector they didn't feel it at all. It was noted that normally the patient would feel it.